Manufacturer narrative:
The insulin pump received with blank display due to missing battery tube contact spring.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer's blood glucose was unknown at the time of incident. The customer reports that spring inside battery compartment had come loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.